Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the observed undetected air in the IV line, which was reproduced. The device was tested and did not detect air in the IV line at rates of 10, 40, 100, and 800 ml/hr. Baxter's engineering investigation found the door hook shims were removed from under the door hooks which caused the device to not detect air in line. The malfunction was a result of unauthorized repair activity performed outside of the baxter medina facility. The door was disassembled and returned to service to be calibrated. This unauthorized repair/service performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited."

Event description:
During baxter's evaluation of a spectrum pump, it failed to detect an air in line. There was no patient involvement.